Event description:
It was reported that the patient was admitted on (B)(6) 2023 for a bacterial infection at the exit site of the driveline. The infection was treated with surgical and drug therapy. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Related MFR numbers #2916596-2023-01965 and #2916596-2022-01310. Section e1: reporter email could not be provided, reporter phone number: (B)(6). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient experienced redness in the left lower abdomen and pain around the driveline. The culture at the driveline exit site was positive for pseudomonas aeruginosa. Antibiotics were given by instillation and the driveline exit site was changed. Debridement was then performed on the wound and vacuum assist closure therapy was performed. The wound healed.